Manufacturer narrative:
Device used for treatment, not diagnosis. From a design perspective, a non-union may be due to non-stable internal fixation which can result from surgical technique, patient non-compliance, inappropriate plate selection, poor bone quality and product design. The plate had been implanted for a duration of 27 days and the patient¿s compliance during this time period is unknown. In the complaint, it was noted that tooth removal and debridement was necessary at product explantation. The extent that the patient¿s co-morbidities contributed to this complaint is not known. It is unknown whether an appropriate plate for the defect was selected per the product insert or if proper surgical technique was used during implantation per the technique guide. The bone quality at the implantation site is unknown. In terms of design, these devices are made out of a titanium alloy, tan, which is a common implant material and is found on the approved materials list. The returned plates and screws are intact, so the strength of the devices does not need to be considered. These devices have been validated using a cadaver lab. Since the cause of the non-union is unknown, the complaint is indeterminate from a pd perspective. Placeholder.

Event description:
Consultant reports that a patient had an initial surgery performed by an alternate surgeon. Approximately one week later, on (B)(6) 2013, the patient came back to the main surgeon to have the initial procedure remediated. One side of the mandible healed, but a non union remained on the other side. On (B)(6) 2013 the surgeon removed the plate, extracted a tooth, debrided the mandible, a bone graft was placed, and a larger plate was implanted. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Since the main surgeon was originally unavailable, the patient had an initial surgery on approximately (B)(6) 2013, when he was implanted with six non-synthes imf screws from an unidentified company. The patient came back to the main surgeon on (B)(6) 2013 to have the initial procedure remediated on each side of the mandible. On (B)(6) 2013, the surgeon noticed that one side of the patients mandible healed, but a non-union remained on the other side. The surgeon removed the plate and screws, extracted a tooth, performed mandible debridement, placed a bone graft, and implanted a larger plate. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.